Event description:
A report was received that the pt's precision system was explanted because the pt's ipg site was red and the physician suspected an infection. The pt was given oral antibiotic (ancef) and is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned to bsn as they were discarded by the medical facility.